Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, b6, b7.

Event description:
Additionally, the patient specified that the event began 7 months post-injection. The patient was treated with hyaluronidase 3 times the following month.

Manufacturer narrative:
Corrected data.

Event description:
Patient reported being injected with juvéderm® ultra. Six months later, a ¿golf ball size lump¿ appeared under the right eye. The patient saw a dermatologist and an ent for a biopsy. The patient was notified that the ¿lump¿ was due to the filler. The patient reported that they will have to see a plastic surgeon to have the ¿granulomas¿ removed. The patient reported that their face was ¿deranged.¿ the event is ongoing. Additionally, the patient specified that the event began 7 months post-injection. The patient was treated with hyaluronidase 3 times the following month.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported injecting the patient under the eyes with 0.5 ml juvéderm® vollure¿ xc. The event occurred at the injection site. The event resolved 3 months post-onset.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with juvéderm® ultra. Six months later, a ¿golf ball size lump¿ appeared under the right eye. The patient saw a dermatologist and an ent for a biopsy. The patient was notified that the ¿lump¿ was due to the filler. The patient reported that they will have to see a plastic surgeon to have the ¿granulomas¿ removed. Biopsy was not provided. The patient reported that their face was ¿deranged.¿ the event is ongoing.